Event description:
It was reported that the patient underwent a carotid stent procedure in 2005, and the patient as discharged home. In 2005 the patient was at the beach and became extremely pale, ashen, diaphoretic, with increased respiration, and lightheaded. The patient was rushed to the emergency room by ems, and upon arrival the patient was found to be in fine v-fib and cardiac arrest. The patient was "coded" for 2 hours - including intubation and transvenous pacemaker. The patient died.